Event description:
At the end of the heart bypass case, doctor noted air in the coronaries then locked at the cardioplegia line and noticed the line was empty. Perfusionist found the entire temperature exchange portion and delivery line of the cardioplegia set was drained. The coronaries were de-aired several times. The vent line was clamped and removed, and the pt was weaned from bypass. After the case the perfusionist examined the cardioplegia set and found it to freely allow air to escape through the set with minimal effort, as if the umbrella valve was stuck open.